Manufacturer narrative:
Device not yet received by manufacturer.

Event description:
Per the clinic, the patient experienced poor performance with device use, however; the issue could not be resolved. The device was explanted on (B)(6) 2015, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report filed january 19th, 2016.